Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported the post-membrane oxygen partial pressure remained consistently at 66.1 mmhg during extracorporeal membrane oxygenation support. Despite the clinician's attempts to replace both the oxygen supply and air-oxygen blender, no improvement in the patient's oxygenation was observed. Upon follow-up, it was reported the patient's oxygenation improved following exchange of the kit. There was no indication of resulting patient serious injury. The sample was discarded and unavailable for product evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported the post-membrane oxygen partial pressure remained consistently at 66.1 mmhg during extracorporeal membrane oxygenation support. Despite the clinician's attempts to replace both the oxygen supply and air-oxygen blender, no improvement in the patient's oxygenation was observed. There was no indication of resulting patient serious injury. The sample was discarded onsite and unavailable for product evaluation.

Manufacturer narrative:
Additional information: d3, g1. Plant investigation: non-conformity was not observed during the manufacturing process. No other complaints have been reported concerning this batch number. The initial measured blood gas values indicate inadequate oxygen transfer. Further serial blood gases showed a gradual improvement in oxygenation and saturation of oxygen with a concomitant reduction in carbon dioxide. The delayed increase in oxygenation suggests that the initial problem was an oxygenator-related issue.

Event description:
A user facility reported the post-membrane oxygen partial pressure remained consistently at 66.1 mmhg during extracorporeal membrane oxygenation support. Despite the clinician's attempts to replace both the oxygen supply and air-oxygen blender, no improvement in the patient's oxygenation was observed. Upon follow-up, it was reported the patient's oxygenation improved following exchange of the kit. There was no indication of resulting patient serious injury. The sample was discarded and unavailable for product evaluation.